Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have a broken clamp arm. The inner tube slots where the clamp arm hinges was broken off, causing the arm to dislodge. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the 8mm harmonic ace instrument's tip broke. No fragment fell into the patient. The procedure was completed with no reported injury.